Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, after 6 packets were used for suturing of intestinal membrane, the nurse opened the seventh packet and removed 1 needle from the packet. It was then noted that there were 5 needles left in the packet at the time. They counted the number of the needles and confirmed there was 1 too many needles there. They confirmed no needle was left inside the patient's abdominal cavity by a postoperative x-ray.